Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. The rosen guide got stuck inside the farawave. No patient complications were reported. The device is expected to be returned for laboratory analysis. No further details reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. The rosen guide got stuck inside the farawave. No patient complications were reported. The device is expected to be returned for laboratory analysis. No further details reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: when the catheter was first received at boston scientific's post market laboratory the catheter was visually inspected and it was noted that the original guidewire was still inserted. Investigators were able to withdraw the original guidewire without difficulty, and a new guidewire was inserted into the device without resistance. The catheter was then successfully deployed to all configurations. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected as the returned device met all specifications and showed no evidence of the reported failure or any other malfunction.